Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("essure removal") and adenomyosis ("discovery of adenomyosis") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of cervical intraepithelial neoplasia and cervical conisation in 2000 and vaginal delivery (3 children). On (B)(6) 2008, the patient had essure inserted. In 2015 she experienced pain in extremity ("hand pain") and peripheral swelling ("hand swelling") and was found to have uterine leiomyoma ("appearance of a uterine fibroma"). In 2019 she experienced arthralgia ("right elbow pain"). On (B)(6) 2020 she experienced adenomyosis (seriousness criterion medically important). On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. In 2020 she experienced bursitis ("subacromial bursitis of left shoulder at the end of 2020"). The patient was treated with surgery (essure removal, hysterectomy on (B)(6) 2020 and right elbow epicondylitis surgery on (B)(6) 2020) and non-drug therapy (infiltration on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to medical device removal, adenomyosis, pain in extremity, bursitis, uterine leiomyoma, peripheral swelling or arthralgia. The reporter commented: the uterine cavity has a normal size and shape. Both uterine horns are narrow and slender but managed to properly visualise both tubal ostia. Insertion of an essure implant in the isthmus of each fallopian tube. No difficulty or specific incident during procedure. At the end of the procedure, 5implant coils are seen in left uterine horn and 4 implant coils in the right uterine horn. Scintigraphy in 2018 following hand pain / swelling. Tendinitis with loss of fluid in left ankle on (B)(6) 2022. Right thumb blocking in early 2022 ¿ infiltration in m(B)(6) 2022 and (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 15-nov-2022. The most recent information was received on 23-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("essure removal") and adenomyosis ("discovery of adenomyosis") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervical intraepithelial neoplasia and cervical conisation in 2000 and parity 3 (vaginal deliveries). On (B)(6) 2008, the patient had essure inserted. In 2015 she experienced pain in extremity ("hand pain") and peripheral swelling ("hand swelling") and was found to have uterine leiomyoma ("appearance of a uterine fibroma"). In 2019 she experienced arthralgia ("right elbow pain"). On (b)((6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. In 2020 she experienced adenomyosis (seriousness criterion medically important) and bursitis ("subacromial bursitis of left shoulder at the end of 2020"). The patient was treated with surgery (essure removal/ hysterectomy on (B)(6) 2020, hysterectomy on (B)(6) 2020 and right elbow epicondylitis surgery on (B)(6) 2020) and non-drug therapy (infiltration on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to medical device removal, adenomyosis, pain in extremity, bursitis, uterine leiomyoma, peripheral swelling or arthralgia. The reporter commented: the uterine cavity has a normal size and shape. Both uterine horns are narrow and slender but managed to properly visualise both tubal ostia. Insertion of an essure implant in the isthmus of each fallopian tube. No difficulty or specific incident during procedure. At the end of the procedure, 5implant coils are seen in left uterine horn and 4 implant coils in the right uterine horn. Scintigraphy in 2018 following hand pain / swelling. Tendinitis with loss of fluid in left ankle on (B)(6) 2022. Right thumb blocking in early 2022 ¿ infiltration in (B)(6) 2022 and (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.